Event description:
In 2008, the pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On the next day, the pt experienced paraparesis with difficulty walking. The pt is still hospitalized as of thirteen days later. According to the physician, the paraparesis occurred due to occlusion of a lumbar artery.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs. Paraparesis due to lumbar artery occlusion. Add'l devices: tg3720, tg3715.